Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work with the cable before the surgery. When the device was taken back from the hospital, it was trying to work with the battery, however, it did not work again.